Event description:
It was reported that the ilet device¿s sleep/wake button did not respond, and the display only showed a faint backlight with barely visible status icons despite a reported battery level of 28 percent; the user transitioned to multiple daily injections and a replacement device was arranged after troubleshooting steps including a button hold reset. Symptoms included no clinical effects and no changes in blood glucose. Outcomes included no medical intervention, no emergency treatment, and no hospitalization. Investigation included customer interview and troubleshooting by phone. Investigation of this case revealed a device mechanical or electrical display/input malfunction affecting the user interface. It was concluded that the device malfunctioned and a replacement was provided.